Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, fmc cassette, and the adverse events of fungal peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, peritoneal dialysis (pd) catheter removal (not a fresenius product), hd catheter (not a fresenius product) placement, and the transition for modality to hemodialysis (hd) for renal replacement therapy (rrt). Per the pdrn, causality was attributed to an unspecified breach of aseptic technique. Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2022, fresenius became aware this (B)(6) year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient stated her pd catheter (not a fresenius product) was scheduled for removal, and they will transition to hemodialysis (hd) for rrt. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for abdominal pain on (B)(6) 2022 and was diagnosed with a peritoneal yeast (fungal) infection (organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed, and a ¿tunneled¿ hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent their initial hd treatment on (B)(6) 2022 and is scheduled to receive hd again today before being discharged. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic closer to their residence. The patient remains hospitalized but is recovering from the events (abdominal pain subsided). The pdrn reported the cause of the peritoneal infection was a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware this 70-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient stated her pd catheter (not a fresenius product) was scheduled for removal, and they will transition to hemodialysis (hd) for rrt. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for abdominal pain on (B)(6) 2022 and was diagnosed with a peritoneal yeast (fungal) infection (organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed, and a ¿tunneled¿ hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent their initial hd treatment on (B)(6) 2022 and is scheduled to receive hd again today before being discharged. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic closer to their residence. The patient remains hospitalized but is recovering from the events (abdominal pain subsided). The pdrn reported the cause of the peritoneal infection was a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h6, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 12/apr/2022, fresenius became aware this 70-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient stated her pd catheter (not a fresenius product) was scheduled for removal, and they will transition to hemodialysis (hd) for rrt. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for abdominal pain on (B)(6) 2022 and was diagnosed with a peritoneal yeast (fungal) infection (organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed, and a ¿tunneled¿ hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent their initial hd treatment on (B)(6) 2022 and is scheduled to receive hd again today before being discharged. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic closer to their residence. The patient remains hospitalized but is recovering from the events (abdominal pain subsided). The pdrn reported the cause of the peritoneal infection was a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.